Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that loss of capture on this right ventricular (rv) lead resulted in the device entering rv autocapture suspend mode. No adverse patient effects were reported. This lead remains in service. Boston scientific technical services (ts) recommended lead evaluation. No adverse patient effects were reported. This lead remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that lead dislodgement was confirmed. The lead was successfully repositioned. No adverse patient effects were reported. This lead remains in service.